Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b5, b7, d10, d11, e1, g4, g7, h1, h2, h3, h6, h10. Item 6212-00-021 lot 1532283. Unknown screw, item unknown, lot unknown. Unknown screw, item unknown, lot unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4) upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Initial total knee arthroplasty was 2003. Concomitant medical products: item 6275-01-709 lot 1500200. Item 6307-01-220 lot 1533658. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04150. 0001822565-2020-04151.

Event description:
It was reported the patient had total knee arthroplasty and 17 years after the procedure the patient was experiencing pain and significant varus flexion, which required crutches. X-rays confirmed the wear of the polyethylene and tibial base the patient was then revised. Attempts have been made and no further information has been provided.